Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Results: (operational problem): visual inspection of the returned product found the lens torn and one plate haptic was torn off and missing. The lens was returned dry. (B)(4).

Event description:
The reporter indicated the back haptic of a aa4203tl silicone single piece lens 18.5 se/2.0 diopter, was chopped off during insertion in to the patient's eye on (B)(6) 2016. The lens was cut and removed from the eye with no patient injury.